Event description:
The pt stated that he has been experiencing low blood glucose since switching infusion devices. He stated that he was involved in a one car accident in 2007, due to low blood glucose. He stated, he left work at 6:30pm the night of the incident and his blood glucose measured 176 mg/dl. He stated he ate a small sandwich and bolused 3-4 units of insulin. He then went to visit a friend for approximately 2 hours. At approximately 8:30, he decided to stop at the grocery store, and he was then found 10-15 miles past the grocery store at the scene of the accident. His blood glucose measured 27 mg/dl by the paramedics at the scene. He was admitted to the hospital at 10-10:30pm, and he drank a soda, and ate a sandwich. He stated he was not sure of any other treatment received while in the hospital. He was released at 2-2:30am the following day. He stated his basal rates remained the same when he switched from his previous infusion device. He stated that after the accident he changed his basal rate from 2.0 units of insulin per hour to 1.7 units of insulin per hour. He stated that his blood glucose has average 200-250 mg/dl since changing his basal rates. The infusion device was previously replaced for another issue and was returned for evaluation.